Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was very slow to response. A technical support specialist (tss) dialed into the station and performed maintenance on the operating system. The tss identified a bloated database and deployed a shrink package from remote smart service to reduce the 8gb size. Due to missing files and structured query language (sql), server management studio (ssms) not functioning, a reimage of the device was recommended. The tss coordinated with the field service engineer (fse), monitored the work order and confirmed that the fse successfully reimaged the device and synchronized it to the server. Then, the tss confirmed that a new instance was in remote smart service to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was very slow to response. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.